Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient went through pump withdrawal two years after the pump was put in. The patient didn¿t know what it was because they associated it with having muscle spasms. The patient got urinary tract infections (uti) and muscle spasms also occurred with the utis, so they associated it with that. It was noted the patient was having bad migraines and other symptoms also. The patient toughed it out for seven days of agony. The patient couldn¿t even use the bathroom. The patient would 'cath' himself but couldn¿t and sometimes would lay there and go to bathroom on their self. About ten days into it, the patient realized it might have been something different than spasm or uti. The patient called the doctor who told him to come in first thing in the morning, and he did. They did a pump test and withdrew medicine out of the pump. The doctor told him if there was a problem, if it was stopped or resistant, there was something wrong with the pump. Immediately she saw there was something wrong so the patient was signed up for surgery. The next morning the patient got another pump put in. Surgery was "a piece of cake." The pump was downsized and recovery was easier because he had been through it before. The patient was able to recover on his own and didn¿t need to have all the stuff he had the first time, like he could take a shower. It was noted it was so easy. It was noted the pump was back working and the patient was fine. No further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type catheter . (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated the patient began experiencing withdrawal about two weeks prior to the pump revision. It was noted that catheter aspiration was attempted but was unsuccessful. The pump was not dysfunctional, the catheter was dysfunctional. The pump and catheter were replaced. The pump was downsized to a 20ml. The patient weight was not available. It was noted this was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.